Event description:
New information notes that a loss of sensing was observed on the patient's right atrial lead. No further intervention was reported.

Manufacturer narrative:
Correction - g2 report source - should also have selected - foreign and study

Event description:
It was reported that the patient presented in clinic. It was noted that the patient's right atrial (ra) lead exhibited loss of capture and its sensing values had decreased. The impedance values for the lead were stable. The physician elected to not revise the lead since the patient does not need it for atrial pacing. Furthermore, an x-ray confirmed that the lead had not dislodged. Programming changes were made to adjust the ra lead sensitivity and the patient was in stable condition.